Manufacturer narrative:
Insulin pump received with normal operating currents and passed the unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery tests however, pump received with missing segments on the battery icon due to cracked lcd zebra connector. Pump was monitored and no unexpected battery out limit alarms occurred during testing. Pump received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was bumped against the wall which caused incorrect battery indication on display screen. Customer's blood glucose was 8.9 mmol/l. Insulin pump would be replaced.